Event description:
Reference number (B)(4). Event occurred in spain. The patient reported that the infusion set tubing came apart at the site on (B)(6) 2026. The infusion set had been in use for 2 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canary islands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.